Event description:
Country of complaint: (B)(6). Thread of set screw sw375t sheared off. The hexagon socket of the set screw has been damaged without use of excessive force. The set screw fell into the pt. There was a change of the screw. Delay of procedure: 20 mins. Add'l component in use: sw436t/s4 monoaxial screw 5.5x45mm canulated.

Manufacturer narrative:
Eval on-going.